Event description:
A customer reported low aspiration and no phaco power during a cataract with intraocular lens implant procedure. There was a 1 hour delay to troubleshoot. The procedure was completed with the same system and consumables with no impact to the patient.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. During the phone call, it was found that the handpiece icon on the customer's system was pink, indicating that it was not tuned. The tss then advised the customer to tune their phaco handpiece and, the reported event was resolved. The next day, the company representative examined the system. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 related report for this system. The root cause of the reported event was attributed to a non-tuned handpiece, which was attempted to be used. (B)(4).